Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted (elevated). During troubleshooting with tandem technical support, the customer indicated that the cartridge, insulin, and infusion set would be changed.

Manufacturer narrative:
On (B)(6) 2015 follow up: customer reported changing the cartridge, infusion set, and loading new insulin. No additional occlusion alarms occurred. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.